Event description:
It was reported to a physio-control service representative that the customer's device displayed a service wrench icon and an empty battery icon in the readiness display. The device beeped regularly despite a battery being installed. When the device was evaluated it was observed that it would not power on. After installing a new battery, the service wrench icon and empty battery icon would not disappear and the device would continue to beep at a constant frequency. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on. After installing a new battery, the service wrench icon and empty battery icon would not disappear and the device would continue to beep. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to an inductor, designator l1 on the analog pcb assembly, being open. This caused the device not to power on. A replacement device was provided to the customer under warranty.